Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached needle or cannula occurred. The sensor was inserted into the arm on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4) b5: describe event or problem - correction to g2 report source. G2: report source ¿ correction - distributor/importer should have been selected on initial MDR instead of consumer. H2 type of follow up: - correction. H10: corrected data.

Event description:
Subsequent to the initial MDR, a correction is required.